Event description:
It was initially reported that the patient had high impedance the first appointment following a generator replacement. It was believed that diagnostics at surgery after the new generator was attached were within normal limits. There was not reported manipulation or trauma that would have contributed to a lead fracture. The patient was being sent for x-rays which have not been provided to the manufacturer for review and the device was going to be disabled. Surgery is likely but has not occurred to date. Good faith attempt for additional information have been unsuccessful to date.

Event description:
X-rays were sent to the manufacturer for review. Based on the x-rays received, no obvious anomalies were identified that could be contributing to the high impedance. There were no gross fractures or discontinuities that were visualized. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed and the possibility of a micro-fracture cannot be ruled out. The lead connector pin is well visualized and confirmed as fully inserted into the generator based on the images provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Describe event or problem, corrected data: the initial report inadvertently reported that the x-rays have not been returned to the manufacturer for review although they had been returned for review and had been reviewed prior to the submission of the report.